Manufacturer narrative:
(B)(4). The optfilow nasal interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt842 (size small) nasal cannula was received at fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the cannula tubing was disconnected from the distal connector. The tubing was stretched and appeared to have been pulled. Conclusion: the cannula would not have passed testing on the production line in a damaged condition. From the nature of the damage it appears likely that it was caused by pulling on the tube with undue force. It must be noted that the cannula had been used for five days before it failed. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The user instructions which accompany the opt842 cannula contain the following warning: - do not crush or stretch tube.

Event description:
A hospital in (B)(6) reported that the tube of an opt842 optiflow nasal cannula was separated from the swivel connector after five days of use. No patient consequence was reported.